Event description:
Customer reported system will store images and images on the system are incorrectly displayed/recalled. No injury reported.

Manufacturer narrative:
Service representative investigated system and found it to be working as designed. System is in service at this time.